Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from an hcp for a clinical study, via a manufacturing representative, reported ¿pains¿ were not clinically significant so no pain reported in the event. The patient stated during the hcp appointment on (B)(6) 2015 that there was a return of incontinence one month ago, therefore event date was listed as (B)(6) 2015. The hcp declared the device needed a new program.

Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) for a clinical study, via a manufacturing representative, reported a return of incontinence and sometimes pain since (B)(6) 2015. No diagnostics/troubleshooting performed. Reprogramming was performed and the issue resolved on (B)(6) 2015. The patient was alive without injury and had a medical history of urinary incontinence. The event was assessed as non-serious and related to the device. It was later stated that the patient had no pain.

Event description:
Additional information received reported the event was related to the stimulation only.